Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the blade scratched and cracked. The hand activation assembly buttons worked as intended. During functional testing, an error code 5 was displayed and the blade tip broke off. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed, with no anomalies noted during the mfg process.

Event description:
It was reported that during a cervical evidement/dissection with laryngophagectomy procedure, two hours and thirty minutes after the beginning of the case, the min and max buttons stopped working well. The surgeon could activate the min and max buttons, but the test on the generator was longer than normal (the hourglass stayed longer than normal on the generator's screen). After an error code happened, it was impossible to finish the test (hourglass). First they changed the handpiece for another one and the same problem occurred. We had to discard the blade and use a brand new blade to manage the problem. Surgery was prolonged five minutes. There were no adverse consequences to the pt.